Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient desaturated due to pneumonia and fluid overload on (B)(6) 2020. Failed intubation and tracheostomy tube insertion in the ICU resulted in cardiovascular collapse with CPR. Large clots obstructing the airway were noted, requiring bronchoscopic suctioning. This was complicated by a large pneumothorax and a right chest tube was inserted. A CT scan of the brain showed a large meningioma and hypoxic brain damage. No brain reflexes were noted. Terminal extubation was performed on (B)(6) 2020 and filed as a coroner¿s case. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contains data from (B)(6) 2020 at 6:48:37 through (B)(6) 2020 at 13:40:25. Low flow events were captured throughout the log file from (B)(6) 2020 at 6:48:37 through 17:17:08. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Low-speed advisory faults were captured at the beginning of the log file on (B)(6) 2020 at 9:21:00 which resolved at 9:21:13 and (B)(6) 2020 at 16:00:08 which resolved at 16:02:18. These events all appeared to be due to the stored patient speed being set below the low-speed limit. Intermittent low-speed advisory alarms were also captured due to these events. Also, an intentional pump stop event was observed on (B)(6) 2020 at 15:58:21. This event lasted for 6 seconds before the pump returned to the set speed. The event was followed by a change in the patient's set speed. Beginning on (B)(6) 2020 at 17:17:13, the log file captures a power cable disconnect followed by a driveline disconnect and the pump¿s shutdown sequenced was started. The account communicated that the patient desaturated due to pneumonia and fluid overload on (B)(6) 2020. Failed intubation and tracheostomy tube insertion in the ICU resulted in cardiovascular collapse with CPR. Large clots obstructing the airway were noted, requiring bronchoscopic suctioning. According to the account, this was complicated by a large pneumothorax and a right chest tube was inserted. A brain CT scan was performed and revealed a large meningioma and hypoxic brain damage. The patient expired on (B)(6) 2020 due to terminal extubation. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.